Manufacturer narrative:
H3, h6: the cori femur tracker, pn rob10018, use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has concluded this was an isolated event. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirm, factors that may have contributed to the reported symptom may have been associated with mishandling. Ensure that the tracker clamp is stabilized when tightening the tracker in the clamp. Refer to cori user's manual part: installing femur and tibia trackers. This failure is an identified failure mode within the risk assessment. Per complaint details, due to the tracker movement, they changed to manual instrumentation. There was a delay greater than 30 minutes. No other complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during ukr surgery with cori, they planned and executed both femur and tibia cuts. During trialing of the femur, they noticed that the femur cuts and peg holes were "off" and the trial would not fit properly. They checked their checkpoint to look for tracker movement and this confirmed that the femur tracker did move by ~6mm. Prior to cutting, during refine mode, they checked the borders of the implant and they appeared to be what they anticipated. So, they advanced and executed without realizing there may had been movement right after refining or during the actual burr phase that went unnoticed until after the fact. Due to the tracker movement at this point of the case they changed to manual instrumentation. There was a delay greater than 30 minutes. No other complications were reported.